Event description:
It was reported that cs300 intra aortic balloon pump(iabp), had a fiber optic system issue. There was no harm or injury reported.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d8, d9, d10, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (health effect ¿ impact codes , type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - manufacture date (31/05/2025) a getinge field service engineer (fse) unable to duplicate the reported issue. Fse updated safety disk from customer's stock as it was expired. Performed pm procedures per manufacturer¿s specifications. All test passed. Handed unit over to customer in good condition.

Event description:
It was reported by customer that the cs300 intra aortic balloon pump (iabp) had fiber optic system issue. Patient not involved and no harm reported.